Event description:
During surgery, when the surgeon was using the 6" bend-a-beam handpiece, the tip melted. Setting an "esu" was at 150. There was no injury to the patient. Abc machine #172267. Grounding pad #7-384, lot #9810261.